Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of skin ulceration grade ii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: skin ulceration grade ii.

Event description:
Company representative reported "skin ulceration grade ii". The side for this record is unknown. Device status is unknown.